Event description:
It was reported that stent damage occurred. Renal arteriography and stent implantation was performed on the patient for treatment of the 80% stenosed target lesion located in the renal artery. A 4.0mmx15mmx150cm express vascular sd stent was selected but before the procedure examination, it was found that the front end of the device was not smooth and had a burr. Another of the same device was used to complete the procedure. No complications were reported, and patient status was stable.

Event description:
It was reported that stent damage occurred. Renal arteriography and stent implantation was performed on the patient for treatment of the 80% stenosed target lesion located in the renal artery. A 4.0mmx15mmx150cm express vascular sd stent was selected but before the procedure examination, it was found that the front end of the device was not smooth and had a burr. Another of the same device was used to complete the procedure. No complications were reported, and patient status was stable. It was further reported that the lesion was mildly tortuous and moderately calcified.

Manufacturer narrative:
Device evaluated by MFR.: express sd stent outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the distal end of the stent is damaged and lifting up. Microscopic examination revealed no additional damages. No damage or irregularities present on the remainder of the inspection. Product analysis found damage to the stent.

Event description:
It was reported that stent damage occurred. Renal arteriography and stent implantation was performed on the patient for treatment of the 80% stenosed target lesion located in the renal artery. A 4.0mmx15mmx150cm express vascular sd stent was selected but before the procedure examination, it was found that the front end of the device was not smooth and had a burr. Another of the same device was used to complete the procedure. No complications were reported, and patient status was stable. It was further reported that the lesion was mildly tortuous and moderately calcified.